Manufacturer narrative:
Product analysis: the valve remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the frame was not fully expanded and a balloon aortic valvuloplasty (bav) was performed. The native valve leaflets were torn and partially covered the coronary ostium. Angiography revealed a delay in blood flow causing second degree atrio-ventricular (av) block. A percutaneous coronary intervention (pci) was performed with stent implantation. The av block resolved and the delay in blood flow was cleared. Seven days following the valve implant, a permanent pacemaker was implanted due to severe av block. No adverse patient effects were reported.